Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. ((B)(4). Note: initial vmsr with MFR report number 9614546-2020-00042 was reported for lens damage issue. Device evaluation: the product was returned to the manufacturing site for evaluation. The product was received in a lens case. The product was disinfected. The product was inspected by a qualified inspector using a microscope with a 12x magnification. It can be seen that the lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. It also can be seen that there are scratches on the optic body on the anterior side and the optic body is torn. No other anomalies were identified. The complaint can be confirmed. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. A product or process deficiency cannot be confirmed. Manufacturing record review: he manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was initially reported that intraocular lens was explanted from patient¿s operative in same surgical procedure due to split in lens. Additional information was received, and it was learnt that during the explant procedure the first replacement lens used was removed and replaced in same surgical procedure as it split in the eye. Another lens with same model and diopter was used as replacement for the patient. Incision was enlarged during this procedure. Patient had no complications. This report will capture information for first replacement lens that had split in the eye during explant procedure. Another report is submitted for the lens that was explanted. No further information provided.